Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient (previously on the uncuffed tube as the cuff did not go down to 3.5) had issues with secretions due to a cuff and pilot balloon issue.